Event description:
Alleged the trendelenburg and CPR functions are not working.

Manufacturer narrative:
The technician found the CPR was not functioning. The technician found the CPR link was the wrong version and replaced it to repair the bed.